Manufacturer narrative:
On (B)(6) 2011, a field service engineer (fse) found rinse cup broken. Replaced rinse cup, ran start up and several probe wipe tests. No errors or defects noted. Root cause is unknown. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. Bec internal identification number is (B)(4).

Event description:
The customer contacted beckman coulter inc (bec) to report that the backwash cup brok in half the day after mod was installed and whole blood dilute mixture leaked. The mod released an improved revision of the probe wipe assembly. Whole blood diluent mixture was leaking. The customer was wearing his ppe. No contact to mucous membrane or broken skin. No one sought medical attention. No death, injury or change to patient treatment as a result of this incident. It is unknown if there is an exposure control or risk management plan in place at the facility.